Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. The device was reprogrammed. The patient was in stable condition.